Event description:
On (B)(6), 2012, the patient/lay user contacted lifescan (lfs) alleging he was unable to check his blood glucose with his onetouch ultra2 meter due to it not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance. The patient manages his diabetes with an unknown type/dose of insulin and is a self adjuster and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 10 minutes later he developed symptoms of "sweating and shaking" and denied receiving any form of medical intervention despite his symptoms. At the time of troubleshooting, the patient informed the cca that the meter was being used for the first time. The correct test strips were being used and the meter did not power on by pressing the power button. The issue was resolved with training and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.